Event description:
It was reported that during use with a bd facscanto¿ erroneous results occurred with patient samples. The erroneous part of test was not reported and there was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: results are not accurate. Part of patient samples, not used for patient treatment. Customer conducted a repeat/different test to confirm the results, the problem remains. Patient sample was used during this test.there was no impact to patient samples and no physical harm/injury due to the issue. No incorrect results been used. No delay or altercation of treatment due to this problem.

Manufacturer narrative:
Investigation summary: scope of issue: the scope of issue is only limited to facscanto ivd 10 color configuration part # 657338 and serial # (B)(6). Problem statement: customer reported complaint that their results are not accurate and possibly lead to erroneous results. Manufacturing defect trend: there are 0 qns (quality notifications) related to the reported issue. Date range from (B)(6) 2019 to date (B)(6) 2020. Complaint trend: there are 5 complaints related to the customer obtaining inaccurate or erroneous results; date range from (B)(6) 2019 to date (B)(6) 2020. Manufacturing device history record (DHR) review: DHR part #(B)(4) serial # (B)(6), file #(B)(6), was reviewed. The instrument met all the manufacturing specifications prior to release. Investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of the customer obtaining inaccurate results was due to a dirty flow cell. A dirty or clogged flow cell can contribute to leaks or issues with the results. The fse (field service engineer) confirmed the issue and performed a flush in the flow chamber, along with soaking it in sodium hypochlorite. In addition, the fse adjusted and realigned the optical path for optimum performance. No parts were requested for evaluation as no parts were replaced. After the repairs the instrument was tested and was performing as expected. Although the unexpected results were from patient samples, no patient was treated nor harmed from incorrect results. The results were captured prior to any diagnosis decision and not considered erroneous results. Maintenance and troubleshooting recommendations for the cytometer can be found in the bd facscanto¿ flow cytometer instructions for use, 23-14730-03, starting on page 149 and page 183. After the repairs, the instrument was rebooted, tested and functioning as expected. The safety risk is low as there was no impact to patient health or safety. Service max review: review of related work order #: (B)(4), case # (B)(4). Install date: (B)(6) 2017. Defective part number: n/a. Work order notes: subject / reported: (B)(4)-facscanto plus- results are not ideal. Problem description: facscanto plus results are not satisfactory part of the patient sample, not used for patient treatment clinical use, laboratory. (B)(6). Work performed: 1. Flush the flow chamber and it will be normal after soaking in sodium hypochlorite. 2. Adjust the light path and quality control pass. 3. The experiment is normal. Cause: dirty flow chamber, deviation of light path. Solution: 1. Flush the flow chamber and it will be normal after soaking in sodium hypochlorite. 2. Adjust the light path and quality control pass. 3. The experiment is normal. Returned sample evaluation: a return sample was not requested because no parts were replaced. Risk analysis: risk management file part # (B)(4), rev. 01/vers. A, canto plus failure mode and effects analysis (fmea) was reviewed. No new hazards have been identified and the current mitigation is sufficient. Hazard(s) identified? Yes ,no. O ID: (B)(6). O item: fluidics manifold. O function: controls flow of sample, sheath, and waste. O potential failure mode: high bleach residual after monthly clean. O potential causes: insufficient rinsing of bleach after monthly clean. O local and next-level effects: reagent compromise/contamination. O hazards: 7-color setup will not complete. O end effects: delay in diagnosis; customer recoverable. O current controls: IFU guidance to run multiple fluidic startups after monthly clean. O probability: 2. O severity: 2. O risk index: 4. O output: n/a acceptable. Mitigation(s) sufficient yes ,no. Root cause: based on the investigation results the root cause was due to a dirty flow cell. Conclusion: based on the investigation results, the root cause of the customer obtaining inaccurate results on the facscanto plus was due to a dirty flow cell. The fse confirmed the issue, conducted a complete flush and also adjusted the optical path. After the repair, the instrument was rebooted, tested, and functioning as expected. No one was harmed or injured, and no medical diagnosis was performed due to the erroneous results. The safety risk is low as there was no impact to patient health or safety.

Manufacturer narrative:
Medical device expiration date: unknown. Initial reporter phone #: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that during use with a bd facscanto¿ erroneous results occurred with patient samples. The erroneous part of test was not reported and there was no report of patient impact. The following information was provided by the initial reporter, translated from (B)(6) to english: results are not accurate. Part of patient samples, not used for patient treatment. Customer conducted a repeat/different test to confirm the results, the problem remains. Patient sample was used during this test. There was no impact to patient samples and no physical harm/injury due to the issue. No incorrect results been used. No delay or altercation of treatment due to this problem.